Manufacturer narrative:
Preliminary analysis did not reveal any irregularities.

Event description:
Reportedly, the subject device was explanted on (B)(6) 2016 due to inappropriate shock delivery caused by a defective defibrillation lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, the subject device was explanted on (B)(6) 2016 due to inappropriate shock delivery caused by a defective defibrillation lead. Preliminary analysis did not reveal any irregularities.

Event description:
Reportedly, the subject device was explanted on (B)(6) 2016 due to inappropriate shock delivery caused by a defective defibrillation lead.